Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user reported that he went to the hosp (dermatology) on (B)(6) 2014. He went on to report that he changed the duoderm every day and his symptoms are side effects. He reports he will return to the hosp to receive treatment for these symptoms. Follow-up info was received via email on (B)(6) 2014 informing that "the pt was treated, no debridement." No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. Reported to the FDA on april 16, 2014. FDA registration number. (B)(4).

Event description:
End user reports he hit his arm on a corner which left a wound on his arm. He went on to report when he applied the duoderm (3-4 days), he experienced swelling, redness and itching.

Manufacturer narrative:
Additional information received on november 17, 2015. Previous investigation, is applicable to this complaint investigation. This previous investigation is open. Therefore, this complaint will remain open until completion of the previous investigation. The product associated with this complaint investigation, was made according to specification. No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. No additional event details are available. Should additional information become available a follow-up report will be submitted.